Manufacturer narrative:
It could be noted during the analysis of the lead that the insulation of the lead body had been massively damaged by squashing about 31 cm distal of the connector pin. This damage manifestation must with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the "subclavian crush syndrome". X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. The ICD as well as the lead did not show any indications of a material defect or manufacturing error during the analysis.

Event description:
After an implantation time of about 38 months, sensing disturbances were reported in the atrial and ventricular channel. No deterioration of the pt's health was reported. The ICD and the ventricular led were explanted. The date of implant was not provided.